Event description:
Patient was revised to address pain. Increased thickness of the poly.

Manufacturer narrative:
Examination of the submitted device did not identify any manufacturing defects. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. No evidence was found suggesting product error was a contributing factor to the reported pain and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.